Manufacturer narrative:
Device was used for treatment, not diagnosis (B)(6). Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Device history review showed; manufacturing location: (B)(4). Manufacturing date: may 11, 2016. No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a discectomy on (B)(6) 2016 at levels c5-6 using a zero-p natural implant, a screwdriver tip broke off intraoperative during insertion of a screw. The first screw was implanted without issue. During the placement of the second screw the screwdriver tip broke off. The surgeon was able to retrieve all fragments. There was another screwdriver available to implant the second screw. The surgery was completed successfully with no delay. The patient is reported as stable. Concomitant devices: screw (unknown part, unknown lot, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the screw inserter (part number 03.617.904, lot number 9875955). The subject device was returned with the complaint condition stating the driver was found to have a broken distal tip; fragment returned. The complaint condition was unable to be replicated due to post-manufacturing damage. The complaint is confirmed. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. Relevant drawings for the returned instrument were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot number and no non-conformance records (ncrs) or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. The calculated occurrence rate is acceptable under the system risk assessment. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition no definitive root cause was able to be determined however the failure mode is typically associated with the application of excessive torque during screw insertion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.